Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition pcba adc reference failure occurrence. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The manufacturers service engineer verified the reported problem during evaluation. The service engineer replaced the power management pcb board to address the findings. Final applicable testing was performed to operating specifications.